Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed food and experienced an elevated blood glucose (bg) level of 336 mg/dl. Reportedly, the customer forgot to deliver a bolus for the food consumed. To address the bg level, a bolus was delivered.